Event description:
A malfunction was reported with the customer's pump, showing error code malf 12 on at least three occasions. There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.